Event description:
I used renu contact solution for approximately 6-9 months. I was treated for a severe eye infection (corneal abrasion). I used prescription anti-fungal drops. I have permanent corneal scarring and minor loss of vision.